Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was not returned to our fisher & paykel healthcare (f&p) regional office in (B)(4). Our investigation is based on inspection of the photographs and information provided by the customer. Results: visual inspection of the provided photos showed a spider web crack at the baffle of the chamber dome. It was also reported that the customer used the rt268 infant circuit (lot number:2100552152) with an acutonic fabian hfo ventilator . Conclusion: from the information and photographs provided, we are not able to definitively conclude the cause of the crack. However it is possible that the use of an acutonic fabian hfo ventilator with the rt268 circuit (and therefore not following the user instructions) could have caused the reported fault due to the increase in the back pressure to the chamber. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.". In addition, our user instructions that accompany the rt268 infant circuit state the following: - "rt268 with yellow restrictor for use with sle4000 and sle5000 ventilators only".

Event description:
A distributor in (B)(4) reported on behalf of a hospital via a fisher & paykel healthcare (f&p) field representative that two mr290v vented autofeed humidification chambers were found to be cracked after two days of use. There was no patient consequence.